Manufacturer narrative:
Based on the data provided, fluidic issues were observed on the b 123 system prior to, during, and after the result in question. The result in question showed indications of an interfering substance (bubbles, particles or an unknown dissolved substance) at the time of the measurement. The results before and after the result in question were flagged with positioning errors and bubbles were present indicating a fluidic issue on the day of the event. Additionally, 5 bubbles were observed in sample sensor 3 for the result in question. Bubbles in the measurement region which were caused by the fluidic issue is the most likely root cause of the low result.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant bilirubin results for 1 neonate patient tested on a cobas b 123 system. On (B)(6) 2018 the patient was tested for bilirubin by the b 123 system and the customer received "implausible high" as a result. Afterwards, the customer began to use the beckman au 2700 system in the laboratory. On (B)(6) 2018 the patient was tested by the beckman method with a result of 358 umol/l. The patient was also tested on the b 123 system and the result was 238.57. The sample for the b 123 system was taken the same time as the sample for the laboratory. The sample for the b 123 system was not being run specifically for bilirubin; once the results were produced from the b 123 system, the discrepant results were identified and were then provided to the point of care team. The customer performed a number of bilirubin tests on the patient that were run on the b 123 system and the laboratory between (B)(6) 2018. Refer to attached data titled "bilirubin results" for these results. There was no allegation that an adverse event occurred. The bilirubin lot number and expiration date were not provided. The patient has not had any transfusions. The customer uses clot catchers for the b 123 system. Other patient results seem to be ok. Calibration and qc results were acceptable.

Manufacturer narrative:
The cause of the event could not be determined.